Event description:
It was reported that the user believed an ilet cartridge was stuck in the chamber and attempted to remove it with tweezers, rewound the mechanism, and reconnected the connector; the user later reported the cartridge had not been inserted, confirming no device malfunction. Customer care provided support that included troubleshooting with the user. Investigation of this case revealed user error related to cartridge insertion with normal device function once the cartridge status was clarified. No symptoms and no adverse clinical effects reported. Outcomes included no impact on health and no medical intervention or hospitalization. It was concluded that the device operated as intended and that the event was attributable to use error rather than a hardware failure.